Event description:
Patient reported they provided a letter of recommendation from their orthodontist. In the letter the orthodontist stated patient did not have a stable mip. In cr, there is full class ii bilaterally and cephalometrics confirm the etiology of their class ii malocclusion is a retrognathic mandible. It appears that ill fitting aligners caused the iatrogenic intrusion of #9. Based on conversation with the patient, they were not fully informed about the skeletal etiology of their overbite, the skeletal discrepancy causing their class ii malocclusion, and mesially impacted #31. They were not informed as their teeth aligned, their overjet would appear worse. Instructed patient to immediately stop wearing the clear aligners to allow natural bite settling. Several treatment options were discussed with patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.